Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 2.50mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic examination of the crimped stent found evidence of stent damage with stent struts lifted in the mid and distal sections. In addition, the stent was moved proximally, over proximal the markerband. Dimensional testing of the undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. A microscopic examination of the balloon material was reviewed, and no issues were noted. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 23jul2025. It was reported that crossing difficulties were encountered. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The 90% stenosed target lesion was located in the left anterior descending artery. After a workhorse wire successfully crossed the lesion, pre-dilation was performed using a 2.50 x 10 balloon catheter. Despite multiple attempts, a 20 x 2.50 promus premier drug-eluting stent (des) was advanced but could not navigate through the lesion due to calcification. The physician then performed high-pressure pre-dilation, but the stent still could not cross the lesion. A different brand of des was used to successfully complete the procedure. There were no patient complications. However, returned device analysis revealed that the stent had moved on the balloon.